Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient complaint about elevated cobalt/chromium levels in a blood test. Patient also complained about pain in right accolade hip.

Manufacturer narrative:
An event regarding alleged abnormal ion levels and infection involving an unknown sleeve was reported. Based on the review of the medical records by the consulting clinician, the event for the abnormal ion levels was not confirmed. However, the event for infection was confirmed. Device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the operative reports, lab reports, x-rays, and MRI by the consulting clinician indicated "no examination of the explanted components, no histopathology, no serial x-rays or MRI imaging consistent with trunnionosis, altr, alval or pseudotumor is available. The modestly increased cobalt and normal chromium is not diagnostic of pathology and is consistent with a six-year post-op total hip arthroplasty. The entire clinical picture is consistent with a chronic periprosthetic infection, which is also consistent with an elevated esr and crp prior to the first bearing exchange on (B)(6) 2014 and persistent to the last follow-up with the patient on suppressive antibiotic treatment. The surgery pathology of "focal acute inflammation", elevated sed rate and crp, and imaging studies not consistent with altr are further indications of this concept. Some corrosive products within the head/trunnion junction is not unexpected after six years in situ. This product could be removed with "a brush and lavage" and was not associated with trunnion destruction. Subsequent wound drainage and positive cultures for staph confirms the persistent periprosthetic infection not adequately addressed by head and liner exchange. Her later management with suppressive antibiotics is also consistent with this evaluation. The periprosthetic infection six years post-implantation was not related to the design, manufacturing or materials of the total hip arthroplasty components.". Device history review: a review of the device history records and certificates of sterilization could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event for infection was confirmed. A review of the operative reports, lab reports, x-rays, and MRI by the consulting clinician indicated "[...]the modestly increased cobalt and normal chromium is not diagnostic of pathology and is consistent with a six-year post-op total hip arthroplasty. The entire clinical picture is consistent with a chronic periprosthetic infection, which is also consistent with an elevated esr and crp prior to the first bearing exchange on (B)(6) 2014 and persistent to the last follow-up with the patient on suppressive antibiotic treatment. The surgery pathology of "focal acute inflammation", elevated sed rate and crp, and imaging studies not consistent with altr are further indications of this concept. Some corrosive products within the head/trunnion junction is not unexpected after six years in situ. This product could be removed with "a brush and lavage" and was not associated with trunnion destruction. Subsequent wound drainage and positive cultures for staph confirms the persistent periprosthetic infection not adequately addressed by head and liner exchange. Her later management with suppressive antibiotics is also consistent with this evaluation. The periprosthetic infection six years post-implantation was not related to the design, manufacturing or materials of the total hip arthroplasty components." However, the root cause could not be determined as examination of the explanted components, histopathology, serial x-rays or MRI imaging consistent with trunnionosis, altr, alval or pseudotumor are needed for review. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards.

Event description:
It was reported patient complaint about elevated cobalt/chromium levels in a blood test. Patient also complained about pain in right accolade hip. Update: a chronic periprosthetic infection with the patient on suppressive antibiotic treatment. Some corrosive products within the head/trunnion junction is not unexpected after six years in situ. Subsequent wound drainage and positive cultures for staph."